Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump had motor errors and no delivery. Customer's blood glucose was 465 mg/dl due to not able to get insulin. Customer declined troubleshooting for high blood glucose. Nothing will be replaced and returned for analysis.